Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 20 of the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable to deliver. The following information was provided by the initial reporter: they were blocked somehow and would not dispense my insulin.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula, and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that 20 of the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable to deliver. The following information was provided by the initial reporter: they were blocked somehow and would not dispense my insulin.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 of the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable to deliver. The following information was provided by the initial reporter: they were blocked somehow and would not dispense my insulin.